Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. On (B)(6) 2011, this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the alleged product issue began in the morning on an unknown date and time in (B)(6) 2011. The patient reported that she manages her diabetes with oral medication, diet and exercise. The patient further stated that when the issue began she was not able to test with her meter and so guessed with her diabetes management. The patient advised that by the evening, after the product issue, she became "very tired, with frequent urination and itching". The patient reported that she reduced her carbohydrates as treatment due to the product issue and she felt better after. During troubleshooting, the cca confirmed the patient was using the proper testing technique. The customer care advocate (cca) noted that no misuse was identified. Replacement products were sent to the patient. Lfs product analysis confirmed that the subject meter did have a capacitor failure. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a capacitor failure. The test strips were also returned but found to be expired; therefore the test strips were not tested. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k061118.